Manufacturer narrative:
On 25-may-2024, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA medwatch mw5153412 & mw5153413) that a patient underwent an unspecified breast surgery with mentor smooth round high profile 420cc saline breast prostheses and suffered several unexplained systemic symptoms, including itching under both breasts, migraines, brain fog, joint pain, rheumatoid arthritis diagnosis, neuropathy, trouble breathing, fluid in ears, yeast infections, utis, hot flashes, insomnia, fatigue, walking pneumonia, night sweats, severe pain (neck, shoulder, hips), dry skin, dry eyes, dry lips, recurring sinus/ear infections, sun poisoning, anxiety, noise intolerance, heat exhaustion, heart flutters, back/shoulder cramps, tingling/numbness in left foot, chronic right breast pain, tmj diagnosis, conjunctivochalasis diagnosis in right eye, decreased libido, and chronic fatigue syndrome. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral explantation with no replacement breast prostheses on (B)(6) 2021. This medwatch report is for the patient¿s left breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: autoimmune disorder. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).